Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evidence of heat damage on the middle contact of the c95 array on the I/o pcb" was identified during service evaluation. Device investigation identified heat damage on c95 of the I/o pcb caused by a failed capacitor. As a result the I/o pcb was replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, evidence of heat damage on the input/output (I/o) printed circuit board (pcb) was found. There was no patient involvement.